Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer was hospitalized due to high blood glucose, stroke and heart attack on (B)(6) 2020 with unknown blood glucose. The customer¿s blood glucose at time of incident was 1700 mg/dl. It was unknown whether customer was using the auto mode or not. The device will not be returned for the analysis.